Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for 2 patient samples tested for na+ electrode and chloride electrode on a cobas integra 400 plus. Patient #1 had an initial sodium result of 189.0 mmol/l with a data flag. The repeat sodium result was 134.3 mmol/l with a data flag. Patient #1 had an initial chloride result of 156.0 mmol/l with a data flag. The repeat chloride result was 105.0 mmol/l. Patient #2 had an initial sodium result of 179.4 mmol/l with a data flag. The repeat sodium result was 141.2 mmol/l. Patient #2 had an initial chloride result of 143.6 mmol/l with a data flag. The repeat chloride result was 107.0 mmol/l with a data flag. The initial results were reported outside of the laboratory. The repeat results were deemed correct. There was no allegation of an adverse event. The sodium and chloride electrodes lot information and expiration dates were requested but not provided. A specific root cause could not be identified. The customer used a clotting time that was shorter than the recommendation which would make pre-analytical handling a possible root cause. Another possible root cause could have been a contamination of the sample caused by the sodium chloride (nacl) solution splashing into the mixing tower or the sample. The customer has had no further complaints.

Manufacturer narrative:
The size of the discrepancy for both chloride and sodium in both patient samples is the same which would indicate the probable cause is related to a splash of the nacl solution getting in the mixing tower. As both the original and repeat results were measured from the same sample cups a contamination of the sample vessels can be excluded. Calibration and qc where both acceptable.